Event description:
It was reported via legal short form that approximately 74 months after a right knee replacement procedure, the patient may need a revision procedure to address polyethylene wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 4060079 200-02-35 - three peg patella 35mm, 5037097 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, 5099910 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5, 5161269 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, 5207515 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm, 5224035 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5, 5232932 204-70-00 - tibial stem ext. Screw, 5233128 204-70-00 - tibial stem ext. Screw, 5233407 200-02-35 - three peg patella 35mm, 5261912 204-34-02 - fluted stem extension 25l x 14 mm, 5261943 204-34-02 - fluted stem extension 25l x 14 mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.